Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('potential migration of essure coils/perforation,') in an adult female patient who had essure (batch no. A33664- not valid,857590) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea cramping),"), alopecia ("hair loss"), fatigue ("fatigue"), eye disorder ("vision/eye problems") and menorrhagia ("heavy menses") and was found to have uterine leiomyoma ("uterine fibroids") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy). Essure was removed on 11-feb-2020. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, vaginal discharge, headache, uterine leiomyoma, dysmenorrhoea, hormone level abnormal, alopecia, fatigue, eye disorder and menorrhagia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, pelvic pain, uterine leiomyoma, uterine perforation and vaginal discharge to be related to essure. Lot number reported (a33664) is not valid. Most recent follow-up information incorporated above includes: on 4-mar-2020: update of information (batch is not valid) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('potential migration of essure coils/perforation,') in an adult female patient who had essure (batch no. A33664- not valid,857590) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea cramping),"), alopecia ("hair loss"), fatigue ("fatigue"), eye disorder ("vision/eye problems") and menorrhagia ("heavy menses") and was found to have uterine leiomyoma ("uterine fibroids") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, vaginal discharge, headache, uterine leiomyoma, dysmenorrhoea, hormone level abnormal, alopecia, fatigue, eye disorder and menorrhagia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, pelvic pain, uterine leiomyoma, uterine perforation and vaginal discharge to be related to essure. Lot number a33664 is invalid. Lot number: 857590; manufacture date: 2011-05; expiration date: 2014-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('potential migration of essure coils/perforation,') in an adult female patient who had essure (batch no. A33664, 857590) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea cramping),"), alopecia ("hair loss"), fatigue ("fatigue"), eye disorder ("vision/eye problems") and menorrhagia ("heavy menses") and was found to have uterine leiomyoma ("uterine fibroids") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, vaginal discharge, headache, uterine leiomyoma, dysmenorrhoea, hormone level abnormal, alopecia, fatigue, eye disorder and menorrhagia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, pelvic pain, uterine leiomyoma, uterine perforation and vaginal discharge to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('potential migration of essure coils/perforation,') in an adult female patient who had essure (batch no. A33664- not valid,857590) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human chorionic gonadotropin, pregnancy test urine, ureteral catheterisation, dysfunctional uterine bleeding and abdominal adhesions. Previously administered products included for an unreported indication: leuprolide and lupron. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea cramping),"), alopecia ("hair loss"), fatigue ("fatigue"), eye disorder ("vision/eye problems") and menorrhagia ("heavy menses") and was found to have uterine leiomyoma ("uterine fibroids") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy,total cystoscopy ,ureteral stent placement). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, vaginal discharge, headache, uterine leiomyoma, dysmenorrhoea, hormone level abnormal, alopecia, fatigue, eye disorder and menorrhagia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, pelvic pain, uterine leiomyoma, uterine perforation and vaginal discharge to be related to essure. The reporter commented: right: 5 coils left: 5 coils. Expiration date of left essure (857590) : (B)(6) 2015. Lot number a33664 is invalid . Lot number: 857590 manufacture date: 2011-05 expiration date: 2014-05. Most recent follow-up information incorporated above includes: on 17-nov-2020: mr received: lot number expiration date updated, reporter, medical history, historical drug and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.